Manufacturer narrative:
Additional information was received that the physician believed that the pain was a normal procedural pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that after the permanent implant procedure, the patient had complications with pain, hypersensitivity at the pocket site and rib pain when the stimulator is turned on. The patient was prescribed pain medication.

Event description:
A report was received that after the permanent implant procedure, the patient had complications with pain, hypersensitivity at the pocket site and rib pain when the stimulator is turned on. The patient was prescribed pain medication.